Event description:
A malfunction alarm with code 9-0x20f1 was reported by a distributor in slovakia. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed of the need to replace the pump, and a replacement pump was provided to ensure uninterrupted insulin delivery.